Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole found on the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in a bile duct stone removal procedure used in the papilla on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not inflate. The procedure was completed with another cre pro wireguided balloon. There were no patient complications reported as a result of the event. Investigation results found a pinhole in the balloon; now this is an MDR reportable event.